Manufacturer narrative:
Correction: h6 component code was omitted from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via (B)(6) with the right ventricular lead exhibiting noise resulting in oversensing. The patient was scheduled for lead revision. During the procedure externalized conductors were observed via fluoroscopy on (B)(6) 2021. The lead was capped and replaced. There were no patient consequences.